Event description:
Reporter alleged obtaining the results of 80 mg/dl and 187 mg/dl back to back within 10 minutes on the compact plus system. Reporter stated that she was feeling a little hypoglycemic and ate some snacks. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.